Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the reported dislocation were not related to the design, manufacture, and/or sterilization of the investigated implants.

Event description:
It was reported by k. Hlavaty, an onkos sales representative, that a 72-year-old male patient with an eleos total femur replacement underwent revision surgery on 31 january 2025 due to the dislocation of the implanted eleos femoral head from a non-onkos bipolar acetabular liner.